Event description:
Oxygen regulator allegedly failed resulting with a oxygen fire. The sequence of events resulting in the fire unknown. This is a component unit that was manufactured by harris products group in 1998. This model of regulator was obsoleted in 2003 due to implementation of a new valve design. An initial visual inspection by harris revealed that the inlet and filter is missing.